Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer also reported to have received a failed battery test alarm. Customer's blood glucose was 214 mg/dl. Customer does not know what caused anomaly. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected failed battery test alarm was noted during testing. The pump was received with no button response due to a flattened act and escape button dome switch. No unlocked lcd keypad connector noted. No button error alarm was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.